Manufacturer narrative:
The company service representative examined the system and did not find a problem. The system was then tested and met all product specifications. No samples were returned for evaluation. The root cause cannot be determined in this investigation. This report was mailed to FDA on: 03/25/2009.

Event description:
The nurse reported the system would not tune. A pt was blocked and on the operating room table ready for surgery. The surgery was cancelled. No pt injury was reported.